Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the right ventricular lead exhibited noise. No other information was available.

Event description:
Additional information received indicated that the patient was presented remotely. Upon review, the right ventricular lead exhibited noise oversensing which led to pacing inhibition. No intervention was made. The patient was stable.